Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar fusion surgery at l4-5 level. Post-operatively, the tip of the obturator was twisted and had been sheared off. No patient complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. The tip just below the fracture has been twisted ccw, consistent with torsional overload. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.